Event description:
Caller states patient tested 4.2 inr on the coaguchek xs system while a comparison lab returned as 3.1 inr. Patient's coumadin dose was held for two days based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.